Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and performed a test run but could not confirm the reported issue. The pse did not find the 1003 error code logged in the event log. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the hospital medical examiner (me) on the v60 indicating that a 1003 "internal temperature high at cpu pcba" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the alarm occurred. The sales representative (rep) visited the hospital and replaced the device with another v60. There was no reported delay in therapy or medical intervention. Investigation is ongoing.

Manufacturer narrative:
(B)(6).